Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump had emitted multiple loss of prime alarms. It was reported this issue occurred with multiple cartridges from different boxes and multiple infusion sets. The user was able to prime and air bolus successfully during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:the complaint could not be duplicated upon investigation. A review of the pump¿s history revealed a loss of prime. The prime sequence and a 24-hour exercise test were completed successfully without alarms or warnings. The force sensor calibration was found to be within specification. Evaluation of the internal components revealed no defect or damage to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.